Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple call service 178 (low cartridge warning) alarms. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, occlusions, or issues. During testing, the call service 178 alarm was simulated and the pump functioned properly. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a history/settings issue was unable to be duplicated. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that user received a low cartridge warning today which is set for 20 units. The user stated that the pump is saying there is 20 units left however they feel that is incorrect since they had the pump suspended for most of the day. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.